Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that during the lumbar/spine examination, the patient experienced a small blister on his right hand (blister on the metacarpophalangeal joints of the thumb) and slight redness on his right thigh. It is reported the size of the reddened area and blister is not available. The appearance of the issue was noted less than one hour after the examination. No medical treatment was provided. It is expected the injury will heal completely. The reported blister of unknown size meets the criteria for a serious injury of the hand.

Manufacturer narrative:
A male patient, 55 years old, underwent lumbar/spine examination with the sense spine coil. Shortly after the examination, the patient experienced a a small blister on his right hand (blister on the metacarpophalangeal joints of the thumb) and slight redness on his right thigh. It was reported the size of the blister is round, like a 10 CT coin, diameter 19.75 mm (approximately 1.97 cm). A digital photo of the reported burn was not available. No medical treatment was provided. It is expected the injury will heal completely. After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The injury, 3rd degree burn at the right hands thumb and reddening on the right thigh are consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. It was stated in the patient heating questionnaire, that no padding was used to to prevent this contact. The location of the burns at thumb and thigh are clearly indicating a skin-skin related rf burn.